Manufacturer narrative:
H6. Patient code: e2401 was updated/corrected to e1713. Device code a26 was updated to a24. Eval code conclusion: d14 was updated/corrected to d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated regarding the cause of the pump extruding, it was noted there did not seem to be anything wrong with the pump. The pump was removed and replaced into a new part of the abdomen and the patient received a new catheter. The issue was now resolved.

Event description:
Information was received from a patient, healthcare provider, and company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 200 mcg/day via an implantable pump for non-malignant pain. It was initially reported by the patient that the doctor had called in reporting 'he thinks something is wrong with the pump' and the wanted to page a medtronic representative to check the pump. Additionally on (B)(6) 2023, the company representative reported that the patient's pump had extruded out of the patient's abdomen. Diagnostics/troubleshooting performed included visual observation of pump site. In order to resolve the issue, the enter system (pump catheter) were replaced. The issue had yet to be resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); product type: catheter; product ID: 8784; lot#serial#: (B)(6); product type: catheter; product ID: 8780; lot#serial#: (B)(6); product type: catheter; product ID: 8784; lot#serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 10-mar-2018, UDI#: (B)(4); product ID: 8784, serial/lot#: (B)(6), ubd: 14-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.